Event description:
It was reported that lasing beam was exiting a side-firing device at other than 180 degrees opposite the white indicator mark. This information is documented as reported to trimedyne.